Event description:
Customer's mother reported hospitalization due to high blood glucose. Customer had a kidney transplant and he is experiencing high blood glucose. Customer checked himself into psychiatric hospital, he removed the insulin pump before admission. Caller stated that her son has lots of medical problems including mental. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.